Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A maquet field service technician performed a preventive maintenance on the unit in question and found a cracked transformer cover, a leaking cardio rear panel female hose fitting and a noisy condenser fan motor. A defective 3-way valve was also found on the unit and was the cause for the reported issue "melting ice block on patient side". The technician replaced all above mentioned defective parts. Preventive maintenance, functional test and safety check as per the service manual were performed successfully. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag, (B)(4) . A product failure investigation, analysis and resolution for the device described in this report as well as further information about the date of event have already been requested. No information has been received so far. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
It was reported that the ice block was melting on patient side during patient treatment. This caused no harm to the treatment patient. (B)(4).